Event description:
It was reported that the patient alert was triggered. The lead had increasing impedance. It was also reported that noise was noted when the implant site was pressed and the patient swung their arm. An x-ray did not reveal a lead fracture but there was varying and high impedance noted and the physician suspected a lead fracture and thought that it could be due to the patient body characteristic. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.